Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during cardiopulmonary resuscitation (CPR) the right ventricular (rv) lead caused a perforation. The patient remained hospitalization and health status declined. Subsequently, the patient died due to multiple organ failure. The patient was a participant in the (B)(4) study. No additional information was provided.